Manufacturer narrative:
(B)(4). Age at time of event: 60+ years old. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and catheter removal difficulties occurred. The target lesion was located in the left anterior descending artery. A 2.25x28mm promus premier¿ drug eluting stent was advanced to treat the lesion. However, just before stent deployment, it was noted that the stent looked malformed under fluoroscopy. The device was removed but the stent would not come out. The guide and the stent were removed together from the patient. The procedure was completed with another 2.25x28mm promus premier¿ drug eluting stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis inside the guide catheter. A visual examination of the crimped stent found the proximal portion of the crimped stent was damaged, distorted, bunched distally and lifted upwards from the stent profile. It is likely the crimped stent may have received initial proximal damage during advancement attempts and then encountered resistance & subsequent damage during withdrawal attempts through the guide catheter. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile of the device shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and catheter removal difficulties occurred. The target lesion was located in the left anterior descending artery. A 2.25x28mm promus premier¿ drug eluting stent was advanced to treat the lesion. However, just before stent deployment, it was noted that the stent looked malformed under fluoroscopy. The device was removed but the stent would not come out. The guide and the stent were removed together from the patient. The procedure was completed with another 2.25x28mm promus premier¿ drug eluting stent. No patient complications were reported.